Event description:
Boston scientific received information that the patient's right ventricular (rv) lead was difficulty placed due to pulmonary hypertension and high right heart pressures in addition to torrential tricuspid regurgitation that caused a septal perforation. The physician reprogrammed the device to vvi. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the physician had encountered placement difficulty with this right ventricular (rv) lead due to pulmonary hypertension and high right heart pressures in addition to torrential tricuspid regurgitation that caused a septal perforation. The physician reprogrammed the device to vvi. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.